Event description:
A fire occurred in an apartment where power chair was located. The end user passed away from injuries sustained in the fire. Their family member sustained injuries attempting to rescue pt.